Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed distill occlusion. There was no reported adverse event.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. There were no faults found with the pump. The dso (downstream occlusion sensor) was replaced as a preventative measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: h6: event problem and evaluation codes: corrections after device evaluation.

Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating the issue occurred during preventative maintenance and there was no patient involvement.